Event description:
Puritan bennett received information that suggested that an 840 ventilator did not alarm while in pt use.

Manufacturer narrative:
Unit has not been evaluated at this time. Pb will notify FDA should further info become available.